Manufacturer narrative:
The information provided with previous report was incomplete. The complete information has been provided in this report. (B)(4).

Event description:
Customer was in the hospital for a medical procedure. On (B)(6) 2020, customer woke up with a blood glucose of 600 ng/dl. Blood glucose at the time of call was 276 mg/dl. Customer stated they received insulin flow blocked alarm due to no insulin in the reservoir.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on unknown date with blood glucose of 600 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated in the hospital. Based on customer report customer did not allege insulin pump was under delivering. Customer stated insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis.